Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Non-healthcare professional (consumer). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of an unknown medication via an implantable pump. The indication for use was not provided. The consumer reported their friend had problems with their stitches pulling out [from their device pocket]. It was reported the patient¿s healthcare provider brought in a plastic surgeon and the surgeon made a special pouch to go inside, and it had worked beautifully since. The consumer stated the patient started having problems again and the patient¿s healthcare provider said they would have to bring in the plastic surgeon again if more needed to be done. It was indicated this had occurred a few years ago. No further complications were reported or anticipated.